Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the ambulance was called for low blood glucose readings of 20 mg/dl and was treated with a glucagon shot, food and IV. Customer stated that their blood glucose reading was 20 mg/dl and the insulin pump was reading 140 mg/dl. It was noted that the customer was sweating and shaking when the paramedics arrived. Customer refused to go to the hospital and was treated at home. Customer believes that the reason for his low blood glucose readings may be that he over corrected for blood glucose readings of 360 mg/dl in the morning. No further information reported.